Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the battery was at beltline. Patient desired to have the battery moved a little higher on his body above where he wears his belt. There were no environmental/external/patient factors that may have led or contributed to the issue. Pocket revision was performed on the day of the report per the hcp. The issue was resolved. Hcp had no further information. The event date was unknown. No further complications were reported/anticipated.